Manufacturer narrative:
(B)(4). The investigation was completed on 03/26/2014. The customer did not return product for investigation. Retain and cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result a patient sample. There was no patient information available at the time of this report. Date draw time result time k na ica (B)(6) 2014 10:30am 10:49am >9.0 133 3.5 (B)(6) 2014 - 11:24am 3.8 144 4.7 same sample was repeated. Return product is not available for investigation. There were no injuries reported with this event.